Manufacturer narrative:
The unit was received at the international service center. The technician was unable to duplicate the reported problem.

Event description:
The international customer reported v60 unit was alarming "proximal pressure line disconnect" even after the circuit and mask were changed. Since the alarm could not be addressed, the clinician replaced the unit to continue patient therapy. The mask and circuit used on the referenced ventilator were also used in the replacement vent, however, no alarm sounded on the replacement unit. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.